Event description:
On december 2, 2009 the facility's biomedical engineer reported to baxter global technical services that on an unknown date one colleague cx volumetric infusion pump in which failure code 810:11 occurred during set-up. The reported condition occurred on the surgical floor. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed due to the air sensor being too high and the tubing channel was dirty. The air-in-line printed circuit board was recalibrated, and the tubing channel was cleaned to correct the reported condition. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) associated with this report. (B) (4)